Event description:
It was reported the colonovideoscope had the angulation become locked. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor the field performance of this device.